Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to squeeze the handle, however and was able to fire first clip with correct formation however, subsequent clips were unable to fire. Another clip applier was used to complete the case. There was no patient injury.